Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the occlusion alarm was triggered. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair of complaint that the occlusion alarm was triggered. Service history review identified the complaint was not related to a previous service of the device within the review period. A "high pressure" alarm was recorded in the event log multiple times, confirming complaint. The root cause of the event was an anomaly in the downstream occlusion (dso) sensor, and it was replaced. The device passed all functional tests with no problem after the repair was completed.